Event description:
It was reported that during a laparoscopic colon procedure, the clips would pon out end of device. Opened a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.